Manufacturer narrative:
The footswitch was not received by the manufacturer for evaluation. The footswitch was disposed of since it is not serviceable. A new footswitch was returned to the customer.

Event description:
It was reported that the handpiece run on its own. There was no report of patient or user injury associated with the alleged event.